Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the implant procedure, high pacing impedance was observed. The pocket was reopened, and the set screw was reset. The device remains implanted. The patient was asymptomatic and will continue to be monitored.